Event description:
It was reported that on (B)(6) 2026, a 30mm amplatzer cribriform occluder was chosen for implant using an 9f amplatzer trevisio delivery system. The patient presented with a patent foramen ovale (pfo) and an atrial septal defect (asd) and was being treated for pfo. Based on the location of the asd, the physician selected the 30mm cribriform device with the intent to cover both defects. During deployment, the left atrial disc demonstrated a bulbous appearance and did not lay flat against the septum. The device was recaptured and redeployed; however, the same outcome was observed. The occluder was then removed from the body, re-prepared, and redeployed again, with the same result noted. Following these unsuccessful attempts, the decision was made to discontinue use of the 30mm cribriform occluder and instead implant a 35-25mm amplatzer talisman pfo occluder, which was successfully deployed without complication. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.